Event description:
It was reported that the aa4204vf silicone three piece lens tore as it was entering the eye. The lens as removed and replaced with any same model lens without any patient injury. The reporter later discovered the incident was the result of a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4).

Manufacturer narrative:
No lens in unit carton, (B)(4).